Manufacturer narrative:
Patient's date of birth unavailable. Patient's sex unavailable. Patient's weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable. Additional patient, device and procedure detail has been requested but is unavailable.

Event description:
Summary of the translation from spanish to english: a lead extraction procedure commenced to remove a right ventricular (rv) lead, indication for removal unknown. Also unknown was if there were any additional leads targeted for removal. The lead was prepped using a spectranetics lead locking device (lld) to act as a traction platform. The physician chose to use a spectranetics 13f tightrail rotating dilator sheath to attempt extraction of the rv lead. Progress was made through the subclavian region, and when reaching the lead's proximal coil at the height of the superior vena cava (svc), they experienced difficulty with adhesions. At this time, the patient's blood pressure suddenly dropped. Rescue efforts began immediately, including use of a rescue device. Cardiac arrest occurred; chest compressions began. The time of cardiac arrest was approximately 10 minutes. A sternotomy was performed and an extensive svc perforation was discovered. External perfusion was applied, along with administering red blood cells, plasma and fluids to the patient. The svc perforation was successfully repaired, and the patient was stabilized after four hours of surgery. There was question regarding the neurological impact to the patient because of 10 minutes in cardiac arrest; however, the physician reported the patient is well, woke up, with no brain damage. There was no alleged malfunction of any spectranetics device used in the procedure.